Manufacturer narrative:
A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. The reported event of high pacing impedance was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implantation procedure, high pacing impedance was noted on the right ventricular (rv) lead. The rv lead was replaced, and a new rv lead provided a satisfactory pacing impedance value. The patient was stable following this event with no adverse consequences.